Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that the contrast keypad buttons are intermittently responsive. The alleged malfunction is not likely to cause an adverse event because the issue is generally obvious and detectable by the user and because the issue does not affect the pump's insulin delivery functions. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. There was evidence of keypad adhesive found under the contrast key contact. Unrelated to the complaint, evaluation revealed a cracked battery compartment and a faded/discolored display screen, which have no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The user guide also instructs the user to call animas customer service if the user suspects that the product is damaged.

Event description:
This complaint is being reported as a malfunction due to the alleged keypad issue. Reportedly, all the keypad buttons seem to be non-responsive and require several presses. The issue was not resolved with training. There was no evidence of product misuse. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.